Event description:
The customer reported that erroneous, elevated hemoglobin a1c2 (hba1c2) results were generated from a unicel dxc 800 synchron system, in conjunction with a specific hba1c2 reagent lot, for thirty patients over five days. This is report four of five and represents the erroneous hba1c2 results generated from a unicel dxc 800 synchron system for two patients on (B)(6) 2011. The erroneous results were reported out of the laboratory and were questioned by physicians. There was no death, injury or modification to patient treatment associated with this event. Upon repeat testing on the same instrument utilizing a different hba1c2 reagent lot, the results were lower and considered valid. Amended reports were issued. The patient samples were also sent to an external reference laboratory for confirmatory testing. The external laboratory repeat hba1c2 results confirmed the customer's internal repeat hba1c2 results as valid, and the original hba1c2 results as erroneous.

Manufacturer narrative:
Service was not dispatched to the site to address this issue. The customer suspected the issue was reagent related. The customer has depleted their inventory of the reagent lot and the reagent lot is no longer available in their laboratory. Beckman coulter evaluation of the instrument performance data during the time of the event indicated that hba1c2 quality control and calibration results were within established specifications during the timeframe of this event. The customer is currently in the process of contacting additional patients for redraws and retests in association with this event. A definitive root cause for this event is unknown to date. Mdrs associated with this event: 2050012-2011-05212; 2050012-2011-05213; 2050012-2011-05214; 2050012-2011-05215; 2050012-2011-05216.